Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medlink was not providing the due date or time on the order for patient visit (B)(6), order (B)(6). The due time did not appear on medlink. An identical order was entered for a test patient, visit (B)(6), order (B)(6), and this order did display the due time on medlink. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication link was not giving date or time on order. A technical support specialist remotely accessed the server through remote support service (rss) and signed into the website using the provided credentials. After locating the provided order identities, ran a query in sql server management studio (ssms) to review the associated messages and identified error entries indicating order message cannot parse conjunction and order message schedule invalid, which suggested that the conjunction and schedule fields had not been persisted correctly, potentially due to truncation, ruled out knowledge article (ka) ordered medication shows frequency as see medical record frequency is mapped properly on es after confirming that the order timing matched in both order messages. A comparison of the messages showed only one difference: the order that generated the error included a conjunction value of r within the order timing list. Although no specific knowledge article (ka) addressed this directly, located historical case notes, which described a similar issue where the presence of r in the order conjunction prevented order processing, and removing the value resolved the problem, then identified knowledge article (ka)- med says to see medical record, which confirmed that the conjunction field must be removed for proper processing. Based on these findings, tss prepared to communicate this analysis and recommend that the host remove the conjunction field from the affected orders. The system functioned as intended after the technical support specialist investigated the issue.